Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post implant of the right ventricular (rv) lead, thresholds were variable and the lead dislodged from mid-septal placement. The next day the lead was repositioned to the low septum and remains in use. No patient complications have been reported as a result of this event.